Event description:
It was initially reported that the zimmer dermatome was harvesting at the zero setting. The account stated that there was no report of pt harm, injury, or medical surgical intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.